Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge remained static at 80 units. Subsequently, the customer experienced elevated blood glucose levels ranging from 341-366 (mg/dl). Reportedly, the customer changed the supplies on the pump; however, bg levels continued to increase. During system check with tandem technical support, the customer observed a few air gaps. Reportedly, the customer successfully primed out the air gaps. Additionally, after insulin delivery was resumed, the insulin gauge displayed an accurate fill estimate.